Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead showed an instance of high, out of range shock impedances. The patient had not showed previous high values and other lead measurements were stable. The specific cause for the oor measurement on the rv lead channel was not determined. Afterwards, the patient experienced a ventricular fibrillation and the ICD delivered appropriate therapy where normal impedance values were observed. The ICD remains in service. No adverse patient effects were reported.